Manufacturer narrative:
The 12.5f x 28cm long-term hemo-cath was returned in 3 pieces-the hub with extensions, a 4.8cm section of lumen, and a 23.7cm section of lumen that includes the cuff. The report indicated that the rupture site was at the lumen to hub junction. Lumen material can be seen inside the hub indicating the lumen was sufficiently adhered to the hub. Some adhesive can still be seen on the torn edge of the lumen. The edges of the lumen where it detached appear jagged and not smooth, indicative of being torn. The device was further reviewed by medcomp engineering. The adhesive noted on the lumen would not have contributed to the tear. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Additional information provided stated that while disrobing, there was a slight sensation of something catching on the clothing, but it was unclear if this was the catheter. It appears the lumen may have been pulled and stressed beyond the design capabilities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Incident during the disrobing of a hospitalized patient. During a visit to the patient's room, bleeding was observed around the bed. Upon checking the catheter, a rupture was found at the junction between the hub and the catheter. The on-duty doctor was contacted, and hemostatic measures were performed. Although the patient's vital signs were stable, there was significant bleeding, and a blood transfusion was performed. (Blood loss approx. 500 cc, transfusion 800 cc). The catheter remaining inside the body was removed.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is import for export only, not sold in the us. UDI not applicable.